Manufacturer narrative:
The customer was instructed to troubleshoot the instrument which included: flushing solutions, inspecting the wash zones, and calibrating the sample and reagent probes. There have been no further reports of discrepant results since the troubleshooting by the customer was performed. A review of the architect sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the architect i2000sr analyzer. Patient identifier complete sid:(B)(6).

Event description:
The customer reported a (B)(6) architect total b-hcg result on a patient. Results provided: sid (B)(6), cartridge and rapid tests are both negative. No impact to patient management was reported.